Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During preparation for a simplicity procedure, motor testing was performed but after stimulate was turned off the screen would still display 0.5 on each channel. It was decided to continue and when lesion was pressed, three different readings were displayed. All the wires were changed but the issue remained. The patient was already prepared for the procedure when the case was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for repair. No visual anomalies were detected in this visual inspection. The nt generator was connected to an external power source and the generator powered on successfully. The problem mentioned in the event description was able to be confirmed since there was no output from channel no 1. Temperatures were not stable and out of specification. The issue was related to an abnormal functioning of temperature board rf 106. Replacing the board resolved the reported problem. The generator was powered on; it initialized successfully and displayed the software application. The display and all values are stable and within specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an abnormal functioning temperature board.